Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a vessel of the left side of the heart. A 12 mm x 3.50 mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, the shaft was disconnected from the hub of the balloon. No patient complications were reported and the patient's status was fine.